Manufacturer narrative:
(B)(4). Final analysis of neurostimulator model 3058 (lot # njy292651h ) showed ins setscrew backed out too far.

Event description:
The manufacturer's representative reported that setscrew stuck in header block. The manufacturer's representative was in a case. The doctor initially tried to place the lead and couldn't advance so he backed out the setscrew. They tried to tighten it down and screw clicks but lead was not tightened. They unscrewed the set-screw, but when they went to screw it, it was already tightened and it would not hold in the lead. They used a new device. Symptoms reported were: none. Event date: (B)(6) 2015.